Event description:
A cartridge change error was reported for the insulin pump. There was no adverse impact to the customer's blood glucose level. The customer, guided by technical support, inspected the pump's cartridge and o-ring, removed an o-ring from the pneumatic tap, cleaned the area, and followed on-screen instructions. Ultimately, the customer successfully loaded a new cartridge and resumed insulin use.